Event description:
It was reported that the ventilator did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator did not start. Identification of issue has been done by analyzing problem description. There was no patient harm. According to the information provided by the technician, the device was checked and control printed circuit board (pcb) needs to be replaced. However, the customer did not accept the repair offer. A memory backup battery on control pcb power supplies the internal memory on the pc board. The faulty control pcb may lead to stop of ventilation. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown; corrected usage of device: reuse.